Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient was being treated for an infection and has just finished a round of antibiotics. The type of infection was not specified. The patient stated that they saw some improvement after resuming stimulation, however, it only lasted a couple of days. The patient's body is still adjusting to the change. The patient also reported experiencing a fall and had x-rays taken. No further information has been received.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description.

Event description:
It was reported the patient was being treated for an infection and finished their round of antibiotics. The patient stated seeing some improvement after they resumed their stimulation, but it only lasted a couple of days. Their body was still adjusting to the change. The patient did not specify what kind of infection they were being treated for, it was not confirmed if it was a urinary tract infection. The patient also reported experiencing a fall and had x-rays taken. The patient will keep the therapy support specialist posted on how things go. There are no further details to provide as the patient has not reported back.

Event description:
It was reported the patient was being treated for an infection and finished their round of antibiotics. The patient stated seeing some improvement after they resumed their stimulation, but it only lasted a couple of days. Their body was still adjusting to the change. The patient did not specify what kind of infection they were being treated for, it was not confirmed if it was a urinary tract infection. The patient also reported experiencing a fall and had x-rays taken. The patient will keep the therapy support specialist posted on how things go. There are no further details to provide as the patient has not reported back.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Bock g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.